Manufacturer narrative:
The reported complaint was confirmed. Per the perfusionist, the problem was intermittently displayed on the ccm. It was very brief as it occurred and was related to the abrupt occlusion of the arterial or venous line (because it was in the prime phase this was a loop). Because the flow sensor was not affected and the rotations per minute (rpm) and flows were consistent with normal parameters, the team decided to proceed without further intervention. The error did not occur once the tubing was in use and full of blood versus priming fluid (perhaps viscosity related). The team also set up a new circuit after the procedure with the same system, did not power down the ccm before introducing the priming solution in the new tubing and the issue did not repeat. Per data log review: on (B)(6) 2021, with the arterial centrifugal pump running around 1700 rpms, when the occluder was set to 0% (fully closed), it triggered a momentary backflow alarm. The alarm cleared in the same second it occurred. Other backflow alarms occurred without changes to the occluder. The log confirms that the backflow alarms were occurring. There is no way to tell from the logs if there was an actual backflow. The field service representative (fsr) could not duplicate the reported complaint. The fsr performed a flow system test. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) intermittently displayed a 'back flow' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.